Event description:
It was reported per field service report symptom - system error 4 on pt, event happened 4 times. Findings/action taken: confirmed system error 4 after 20 minutes run time. Unit was removed from customer site and taken to (B)(6) on (B)(6) 2012. The pump is under eval. As a result, the issue was resolved by resetting alarm/reboot iabp each time it occurred; the alarm reoccurred 4 times. After transport of pt to another hosp the pump was pulled out of service and is currently in (B)(6) for repair and analysis of parts. The pump was not switched out since they were en route to the hosp in ground transport. Delay or interruption in therapy was noted as just long enough to reset/reboot and restart the pump each time. Pt was on extracorporeal membrane oxygenation (ECMO). No medical/surgical intervention was required. Pt transport continued with cardiothoracic (CT) surgeon and perfusionist on board. It was reported the pt outcome is the pt was transported and received at the hosp with no change in the pt condition at the time of transfer. Add'l info received on (B)(4) 2012, from the sales rep stated that she received a call back from the (B)(6) at the hosp, who was in the ambulance with the flight emt's during the transport. The surgeon, perfusionist and pa who were on the transport were busy with the pt and knew that the emt's were working on the iabp, but they did not have any reaction to the alarms from the iabp or concerns about the interruptions of therapy. The pt was a (B)(6), on ECMO, had genetic valve issues/replacement as an infant. The pt was transferred to another hosp, but not the facility that was previously reported. The incident and transfer took place last (B)(6) 2012. While the group left after the transfer, the (B)(6) went back to the hosp earlier this week to retrieve the ECMO pump and did a f/u on the pt. The pt has been weaned from therapy and is doing well.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.